Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. It was reported the sensor was inserted in the arm. At the time of contact, no injury or medical intervention was reported. It was reported the sensor was inserted in the arm. The t:slim g4 insulin pump system information states: do not insert the sensor in sites other than the abdomen (belly) or upper buttocks (for ages (B)(6) only). Other sites have not been studied and are not approved. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.